Event description:
It was reported the right ventricular (rv) lead exhibited a chronic, long-term trend of increasing pace/sense impedance up to 2384 ohms and an elevated pacing threshold. There was also a history of inappropriate arrhythmia detection due to the rv lead having chronic t-wave oversensing. The tachyarrhythmia therapies were programmed off until a routine device change out when the high voltage portion of the lead was capped. The pace/sense portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance and patient alerts for rv (right ventricular) pace lead impedance on (B)(4) 2008 and (B)(4) 2010. Weekly pace lead measurement log data shows a gradual increase for min and max rv pace equals 2048 to 2528 ohms range between (B)(4) 2010 and (B)(4) 2012.